Event description:
According to reporter three infusion pumps were in use for pt, the device that is the subject and two other devices. One device was infusing noradrenaline, one device was infusing adrenaline and one was infusing insulin, the reporter could not state which drug was infusing with the device that is the subject of this report. According to reporter, these infusions were running at "high rates", actual infusion rates not provided. According to reporter, the infusions were started during emergency surgery for ruptured aneurysm at approximately 20:30 on (B)(6). According to reporter, all devices were plugged in (on ac power) during surgery but prior to this, they had been in storage and had not been plugged in. It could not be confirmed when devices were last used or when the device batteries were last charged. According to reporter after surgery, the pt was transferred to critical care with the infusions running at approximately 00:30 on (B)(6) (the device's ac adapters were not plugged in during the transfer). According to reporter, once the pt arrived in critical care, the staff noted that two of the devices (not confirmed which two devices of the three) were off and the infusions had stopped. Reporter stated that the staff were not aware of any alarm conditions occurring during this time. According to reporter, pt blood pressure was very low. The attending staff exchanged all three devices and re-started the infusions. According to reporter, the pt expired approximately 1 hr later.

Manufacturer narrative:
User facility has not released any devices for investigation; the devices are located in (B)(6) hospital's ebme dept. The MFR has been in contact with this dept and has requested a site visit to allow for investigation of the devices. If the site visit is permitted and device is investigated, the MFR will file a f/u report detailing the results of the eval.